Manufacturer narrative:
This is a supplemental report for MFR report #:3007738819-2015-00016 to provide additional information. (Model# and catalog# newly added.)

Manufacturer narrative:
Because the device (referenced in this report) was not returned to olympus terumo biomaterials corp. For evaluation, the cause of the adverse event have not been specified. Teruplug is in the us is sold under the name "foundation". The foundation package insert states in the following section: <precautions> applying excessive amounts of the material may cause tenderness and irritation of the socket. This report is being submitted as a (B)(4) is an abundance of caution.

Event description:
Case) application of the device after tooth extraction the dentist carried out dental surgery--bone removal and tooth extraction--for a patient's lower, right side, 5th tooth that had cracked. After tooth extraction, the dentist packed the device into the lesion with a tool while applying compression force. Then the dentist completely closed the surgical wound by suturing after making relaxing incisions on the gingival mucosa. When the anesthetic wore off, however, the patient complained of an unbearable pain. As a result of observation, the patient recovered without treatment.